Event description:
It was reported that the patient¿s catheter had ¿slipped¿. Patient outcome was not provided, but reporter indicated that the catheter subsequently "slipped" a second time. (See manufacturer report # 3004209178-2013-10469) no further information was known to the reporter. Additional information hasbeen requested, but was not available as of the date of this report.

Event description:
It was further reported that this 2nd catheter surgery occurred approximately in (B)(6) of 2013. (See manufacturer report #3007566237-2013-03927 for first surgery). Reportedly, the catheter had failed as either the catheter was not anchored or ¿broke loose into the spine and fell down like spaghetti.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot# n328015, implanted: (B)(6) 2012, product type accessory. (B)(4).